Manufacturer narrative:
The device was evaluated on (B)(4) 2012 and evidence of fluid ingress was found. Damage to electrical components was noted and the following parts were replaced due to damage: centrifuge assembly, fuse, compressor assembly, power supply, ac line harness, distribution board, and the ac line filter. The device was upgraded and is ready for use. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "blood leakage from the disk header occurred during intra-op use". No pt/operator injury associated.